Event description:
The patient had a seroma; the seroma hurt and she could hardly stand. The patient started to get sick thursday and yesterday morning when she woke up it was huge. The patient went to the ER (emergency room). The patient sat in the ER for 7 hours and then they directed her to her doctor. The doctor said they didn¿t want to admit her. They wanted to see her. The patient wanted to try and switch doctors, but was afraid because she didn¿t want her doctor to know. The patient also reported that she got osteomyelitis from surgery. The patient would not provide any identifying information therefore no additional follow-up is possible at this time.

Manufacturer narrative:
Concomitant medical products: product ID: unknown, serial# unknown , product type: catheter. (B)(4).